Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the full lead was returned and analyzed. The lead was received with a competitor's guidewire stuck in the lead. Likely at implant attempt when the stuck guidewire was pulled back from the lead, the coating on the guidewire became entangled with the distal conductor resulting in stretching the lead. The distal conductor was noted to be distorted.

Event description:
It was reported that during the implant procedure, the whisper guidewire got stuck in the lead. The device was not implanted. No patient complications have been reported as a result of this event.